Event description:
It was reported to nuvectra that the patient experienced numbness in the legs, two days post permanent implant. Subsequently, the paddle lead was re-positioned into a subcutaneous location and the patient is doing well.